Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the customer declined further troubleshooting. Customer's blood glucose level ranged from 90-146 mg/dl at time of alarm. Reportedly issue was resolved and customer successfully resumed insulin therapy.